Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the allergist allegedly had a patient suffer cardiac arrest from severe anaphylaxis and was resuscitated. Reporter was told that the ICU staff did send the PICC to health (B)(4) on that occasion but does not have any details on this. The PICC was immediately removed for all patients. Patients tested for chlorhexidine and it is negative.